Manufacturer narrative:
The customer has indicated that the subject device will not be returned for evaluation. Therefore, an engineering analysis of the subject device cannot be performed. The lot number for the device is unk and therefore, a review of the device history record cannot be performed. This report being submitted is considered to be the initial and follow-up medwatch. If any additional information about the cause or the actual product used during the case is provided, a follow-up medwatch will be submitted. Device discarded - not returned for evaluation.

Event description:
It has been reported to us that during the procedure, a dissection occurred in the left main artery. The guide catheter was inserted into the pt from a radial approach. The physician advanced the guide catheter and performed diagnostic procedure. The physician repositioned the guide many times and performed diagnostic procedure. The physician at some point during the procedure repositioned again into the left main ostial artery while performing the diagnostic procedure on the vessel a dissection occurred. The guide catheter was removed and a second guide catheter was inserted into the vessel. The physician inserted a 3.5x23mm stent and a 2.5x13mm stent successfully treated the dissection. The pt is reported to be fine. The actual device used during the case will not be returned for evaluation.